Event description:
It was reported by the user site that on (B)(6) 2026, the c-arm on a selenia dimensions mammography system rotated without a valid command. No patient/user impact was reported. A hologic field service engineer (fse) was dispatched to assess the system and reported, "once on-site, I was able to witness the lag in the c-arm switches when being pressed." The fse replaced both left and right switches on the unit and confirmed "both vertical and rotational movements were functioning as they should with no input lag." No further information is currently available at this time.